Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 12 pockets of the mini drawer was fully opening with control substance. A field service engineer (fse) confirmed that the user unload and reload the medication in another mini drawer. Fse identified that the mini engine of drawer 3.1 open fully instead of stopping and the engine was broken. Fse replaced the engine to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket mini drawer with narcotics opened and exposed all vials. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.